Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the patient alleged injury. Medical history: stress urinary incontinence. Uterine prolapse, enterocele, cystocele, rectocele, absent perineum.